Manufacturer narrative:
The customer¿s complaint of over infusion was not confirmed or reproduced. The incident administration set was not returned and could not be inspected. The lvp sn (B)(6) device was received in fair condition. The instrument seal was peeled back. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. Door latch spring was observed cut too long. Membrane frame upper retainer pin was missing. Dried fluid was observed inside door. Crush marks were observed at the upper fitment of the tube guide which is indicative of a set misload. Dried fluid and corrosion observed inside the rear case. Marks were observed on the iui contact points of the logic board under the female iui. Iui bracket was observed not properly seated. No anomalies were observed during disassembly of the pumping mechanism. Bezel date code: december 2016. The customer reported an event date of (B)(6) 2020 at 3:15 pm. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the logs from the reported event date were overwritten due to continuous use. A review of the incident date and time could not be performed. The incident administration set was not returned and could not be tested. Over infusion testing was performed per test method using the customer¿s returned pcu sn (B)(6) and source pump module sn (B)(6). Results indicate that the system was operating within specification. The root cause of the complaint of over infusion was not identified. Device history review: review of the lvp source device sn (B)(6) service history record showed the device had a manufacture date of (02/20/2017). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/29/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "at 1515, pitocin drip was set on pump per md orders at 2 ml/hr. After infusion started, nurse witnessed rapid infusion of pitocin drip instead of correct programmed setting. Nurse immediately clamped and discontinued pitocin drip. Pump cassette flagged for evaluation with biomed. Mom and baby doing well discharged home."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient was in labor/pregnant during event. Although requested, no further information provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "at 515, pitocin drip was set on pump per md orders at 2 ml/hr. After infusion started, nurse witnessed rapid infusion of pitocin drip instead of correct programmed setting. Nurse immediately clamped and discontinued pitocin drip. Pump cassette flagged for evaluation with biomed. Mom and baby doing well discharged home."